Event description:
It was reported that the patient with this pacemaker experienced severe pain around the device. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.